Manufacturer narrative:
Follow-up #1: date of submission 08/03/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/11/2016 with the following findings: the audio bolus button cover was missing. A leak test failed due to the audio bolus cover missing. Moisture corrosion was found on the printed circuit board and outside of the battery compartment housing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the audio bolus button was under responsive and there was damage to the audio bolus button and battery compartment with moisture present. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.